Event description:
Customer reported false positive troponin results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
The siemens field service engineer(fse) went on site and could not be able to get the message log file. Fse replaced both syringes (100 ul & 5000ul). Analyser passed quality control before and after the syringes. The discrepant ctni patient sample was returned as a frozen whole blood sample. A hemolyzed sample cannot be centrifuged to achieve proper separation of plasma from cells, fibrin, or other cellular debris and therefore, cannot be properly tested on the stratus cs analyzer. Cellular debris from grossly hemolyzed samples may elevate test results. As per the ctni testpak IFU, proper sample handling for the stratus cs ctni method is the freezing of a plasma sample for up to 8 weeks. The customer should have separated the plasma from the whole blood via centrifugation before freezing. The fse has confirmed the system is currently fully functional.